Event description:
It was reported that a user experienced elevated glucose for several hours after meals while using the ilet system, noted a kinked infusion cannula upon removal, replaced all infusion supplies at the abdominal site, verified flow through tubing with visible drops, and completed a guided site change using an inset infusion set; the user reported no symptoms and observed a subsequent glucose decline during the call, and the agent initiated shipment of infusion set replacements. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no hospitalization and resolution trend after troubleshooting. Investigation included guided troubleshooting of the infusion set and delivery pathway, including verification of insulin flow and replacement of the infusion set and site. Investigation of this case revealed evidence consistent with an infusion set/cannula issue causing impaired insulin delivery, with the initially kinked cannula as the likely contributor, and no device base leak observed. It was concluded, based on previously established findings for similar reports, that the cause was unknown but consistent with infusion set-related obstruction or occlusion. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.